Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported ballooning/bulging was visualized on the tubing. Event occurred in the ICU. There was no report of pt harm or medical intervention. Although requested, no additional pt or event info was provided.